Manufacturer narrative:
The insulin pump had stripped battery cap coin slot, cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. Pump passed the rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and no delivery test due to motor error alarm.

Event description:
The customer reported via phone call that the unable to remove the battery cap on their insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.